Event description:
Mayfield headrest was in use during a procedure on a pt. The patient¿s head jerked downward and a loud click was heard coming from the mayfield headrest. Pt's head came loose during procedure. Close inspection was done of the mayfield and all locks were secured in place. The procedure continued without further incident.